Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive up arrow button. The button was still unresponsive after a battery change. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to insulin shots until replacement arrives. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, stripped battery cap at the coin slot area and cracked reservoir tube lip.